Event description:
Additional information received from reporter on 5/23/2025 for report mw5153084. Hello, the pump shutdown was caused due to a major fault in the heart mate 3 controller version 1.5.0 which stopped powering the pump and alarm. This controller is not fail safe and can cause the death of the patient if the patient is not accompanied by a person capable of changing the totally broken controller to the spare controller. "When will this controller be fail safe? What changes have been made to the version 1.7.0 controller? Hoping you have figured out the real problem that needs to be fixed to make the fail controller safe? The pump stop because the controller breaks off the power to the pump and the alarm?" (B)(6). Hello mr. (B)(6), in your answer october 2023, you specify that the pump stop, yes, the pump stop but not defect, the pump stops because the controller version 1.5.0 fail completely (total black out) and breaks off the power to the pump, it's why the pump stop ....now to remedy at this dangerous fail, your team's engineer must modify the electronic circuit, as the power from batteries continue powering the pump and the alarm until the controller in total black out will be change by the spare controller. See my diagram in attachment, to catch the reel problem we have, and you abbott laboratories must securised patient's life. (B)(6), patient since (B)(6) 2017 and uncomfortable since the event in (B)(6) 2023. (We cannot have a bodyguard 24 hr a day ready to change our controller immediately in total black out.

Event description:
Hello again to all those responsible, since the event in july 2023, to date march 21, 2024, no correction has been made by the manufacturer abbott laboratories regarding the safety of the heart mate 3 controller v.1.5, because during a total failure of the v.1.5 controller, the latter suddenly stops powering the pump and even the alarm and the patient loses consciousness immediately and if no one around him is able to change the controller by the controller of will the patient die within seconds? Still waiting for a v.1.5 controller change. And people have reported that a change will be made? Is this controller banned from use because it can cause patient death? Thank you for your cooperation in ensuring the protection of patients. (B)(6), having a left ventricular assist device, heart mate 3 with v.1.5 controller, mechanical heart since 2017 and worried since this blackout event without any alarm warning.